Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the reported patient effect of death, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, heavily tortuous, mid circumflex. The patient started to feel restless during deployment and immediately after deployment of the 3.0x28 mm xience prime stent in the lesion and died during the procedure. The cause of death was not provided by the hospital. There was no device issue during deployment of the stent. No additional information was provided.